Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases, white particles in device inner surface, and delamination of valve. Leak test and microscopic analysis were performed which identified total delamination of the valve. Based on the device analysis the final assessment was total delamination of the valve due to adhesive failure.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.